Event description:
A follow-up coronary angiogram was conducted 6-9 months post procedure and a stent fracture/separation (popma IV) was observed, however, no binary restenosis was observed at the fracture site. The diameter of stenosis was 25%. This complaint was received via literature from american heart journal 2010;160:775.e1-775.e9, "serial angiographic findings and prognosis of stent fracture site without early restenosis after sirolimus-eluting stent implantation". The patient was admitted for a procedure with stable coronary artery disease. The patient had a totally occluded lesion in the right coronary artery, however, the details of the lesion were not specified. The diameter of the vessel and the lesion length were unknown. The patient had three cypher stents implanted. The date of the procedure and the details of the stent implantation were unknown.

Manufacturer narrative:
(B)(4). The root cause investigation is in progress through (B)(4).

Event description:
The facility representative reported a colleague infusion pump which experienced failure code 810:11. It is unknown when or at what point in the process this event occurred. No patient injury or medical intervention was reported. The user interface module master software version (B)(4) which is classified as remediated. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of failure code 810:11 and determined the root cause to be moisture in the tubing channel. The pump head module was replaced to repair the reported condition. The device met specification for the reported condition. A follow up report will be submitted if additional information becomes available.